Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 66 mg/dl while using the ilet with a steel cannula infusion set, after which a caregiver administered fast-acting oral carbohydrates and blood glucose increased to 79 mg/dl; no medical assistance was required, and the user, who is nonverbal autistic, was asymptomatic during the event. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included resolution of the low blood glucose with oral carbohydrate treatment and no hospitalization. Investigation included review of the device¿s corrective algorithm and user education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and no component failure identified, and the event cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.